Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two years six months post port placement, a pinhole was allegedly found on the catheter. It was further reported that the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported material puncture/hole issue, as a split was noted on the catheter approximately 0.2 cm from the distal end of the cath-lock. A leak from the split was noted upon infusion. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately two years six months post port placement, a pinhole was allegedly found on the catheter. It was further reported that the port system was removed. There was no reported patient injury.